Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 52-year-old female patient presenting with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos), scai shock stage e, with a history of prior coronary artery bypass grafting, known coronary artery disease, and renal insufficiency. Impella flows would not increase beyond 0.5 l/min, and suction events were present. The device was repositioned multiple times but continued to demonstrate low flows and recurrent suction. The impella was replaced with a new device, which functioned appropriately. The reported events are low pump flow, device repositioning, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d4 (serial) and h3. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of the low pump flow was most likely due to biomaterial based on biomaterial found on returned product, however, without data logs it can not be confirmed how or when the biomaterial entered the pump.